Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Explanting physician reported rupture diagnosed by MRI and ultrasound. The device has been explanted. This record relates to the right side.

Event description:
Explanting physician reported, rupture. Diagnosed by MRI and ultrasound. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Device patch with lot number 3028789 and catalog number tsm- 405 g.